Manufacturer narrative:
Concomitant medical devices: other relevant device(s) are: product ID: e volutfx-26, serial/lot #: (B)(4), ubd: 16-nov-2023, UDI#: (B)(4). Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was implanted at approxi mately 3 millimeter (mm) and upon final release from the delivery catheter system (dcs) was at 1mm. A gradient of 55 millimeters of mercury (mmhg) and moderate leak was observed. A post- balloon aortic valvuloplasty (bav) was performed with a 20mm non-medtronic balloon. While withdrawing the balloon, the balloon dislodged the valve into the ascending aorta. A second valve was implanted at approximately 3mm depth. A post- bav was performed with a 21mm non-medtronic balloon. The gradient was zero and there was a mild leak. Within a few minutes, the patient's pressure dropped. An echocardiogram was performed revealing pericardial effusion. 100 cubic centimeters (cc) of blood was evacuated and cardiopulmonary resuscitation (CPR) was performed. The patient began to stabilize, but decompensated again with re-accumulation of blood. Patient was not a surgical candidate, so no surgical intervention could be performed. An additional round of CPR was performed, pericardiocentesis, and blood transfusion. The patient began to stabilize and regained their underlying heart rhythm. The patient was continued to be monitored. Patient decompensated again and expired 1 day post surgery. It was likely an annular rupture occurred during post dilation.

Event description:
Additional information was received indicating that pre-implant balloon aortic valvuloplasty (bav) was performed using a non-medtronic (trueflow) semi-complaint balloon. With the first valve, the deployment starting point was near the bottom of the pigtail catheter. Following deployment, moderate paravalvular leak (pvl) was observed. Following the implant of the second valve, mild pvl was observed. It was reported that the post-implant bavs were performed for 3 seconds using manual inflation with a syringe. Non-compliant balloons were used. Per the physician, the cause of death was annular rupture caused by bav. It was unknown whether the first or second bav resulted in annular rupture. Per the physician, the valves did not cause or contribute to the patient¿s death.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.